Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported through the stryker facebook page, "had left knee done (B)(6) 2023 had problems couldn't bend and pain had revision surgery (B)(6) 2023 still not better (B)(6) 2023 regret it won't be getting the other done"